Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported that a patient experienced ¿pain and swelling in the breast¿ and ¿rupture noted on imaging¿ this record is for the right side. Device status is unknown.

Event description:
Patient reported, rupture of the right implant, with ¿pain and swelling in the breast¿. Device status is unknown.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -edema: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported " radiologist says the implants have changed". Patient representative later reported right rupture, "pain", and "swelling". The device has been explanted.

Event description:
Patient reported rupture of the right implant, diagnosed by mammography and sonography mammography with ¿pain and swelling in the breast¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device.